Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) was resetting. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode monitor sn (B)(4) has been completed. Upon investigation the monitor was resetting. The cause for the resets was isolated to a defective backup battery on the monitor c/a board. The root cause for the defective backup battery could not be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.